Event description:
The hcp (healthcare professional) had done a refill of the pump and only the reservoir volume was being changed. The patient was in the hospital and when the hcp updated the pump, telemetry did not complete and the pump was in stopped pump mode. The hcp wasn¿t sure if he cancelled the telemetry. The hcp changed the batteries in the programmer and re-interrogated the pump. On interrogation, the concentration and reservoir volumes were correct, but the pump was in stopped pump mode. The hcp ¿corrected simple continuous infusion dose¿ and updated the pump successfully. The patient had no therapy or device issues. The device system was delivering lioresal. The cause of the incomplete telemetry was not reported; the reason for the patient being in the hospital was not reported, and the meaning of ¿corrected simple continuous infusion dose¿ was unclear. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the cause of the incomplete telemetry was "battery failure." The patient was hospitalized due to "chronic hospitalization, chronic condition." The "chronic hospitalization" was unrelated to baclofen pump placement. It was noted that simple continuous dosing was correctly entered.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8840, lot # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).